Manufacturer narrative:
No list # 140019290 product samples were returned for investigation. Images were provided which show fluid forming a drop near the proximal socket on the y-clave. Images of the packaging show no evidence of damage. No videos were provided to demonstrate the fluid accumulating and leaking at the reported site. The DHR was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
Additional information received from the customer stating that there was a delay in therapy, the event was noted during infusion utilizing a pump, but there was no error noted on the pump. There was no visible damage on the set.

Manufacturer narrative:
The device is expected to return for testing and investigation.

Event description:
The date of the event is unknown. The event involved a leak that occurred during infusion of an unspecified chemotherapy. The leak was noted on the y-site of a plum set.